Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump display is blank. Customer mentioned having tried multiple batteries and the insulin pump shutting off within a few hours. Troubleshooting was performed. The insulin pump display did not return. Advised the customer that the insulin pump will have to be replaced. Customer declined replacement insulin pump to be sent at this time. Custom requested a replacement battery cap to be sent. Replacement battery cap sent. Nothing further reported.